Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have grip input disk #7 broken into pieces inside the housing. The instrument was found to have hairline cracks on input disk #6. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis. Additional observation(s) not reported: the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument displayed following message "" instrument is expired remove instrument "". No further testing could be performed.

Event description:
It was reported that during a da vinci-assisted front resection surgical procedure, one jaw of the fenestrated bipolar forceps instrument could not be closed optimally. When the instrument was removed and undocked, the parts fell from the instrument. A gray gear and another part detached from the proximal part of the instrument. No parts remain in the patient and the patient is not harmed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noted. The procedure was completed with a backup instrument. Parts ended up in the patient that I have been informed about. The parts that came off were gray gear wheels etc. Fell during undocking and removal of the instrument. The instrument was removed/out of the patient because one jaw could not be closed in the abdomen. There was no resistance upon removal of the instrument through the cannula. All the detached parts came with the damaged instrument and were claimed. No parts remain in the patient and no damage was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.